Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. On (B)(4) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained a bedtime blood glucose reading on the reported meter of 200 mg/dl that he claimed was inaccurately high. The patient was unable to provide his expected blood glucose readings at that time of day. Based on the reading, the patient took an increased dose of insulin; the patient was unable to provide the number of units taken or the type of insulin. The patient reported his usual dose at bedtime is 32 units insulin. Afterwards, at an unspecified time during the night, the patient experienced the symptoms of sweating and dizziness. While symptomatic, the patient obtained the blood glucose reading of 52 mg/dl. The patient administered self-treatment by consuming sugar and jam and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with set doses of an unspecified insulin 32 units at lunch and bedtime. The patient noted his physician prescribed these set doses, however the patient chose to take an increased dose of insulin on his own. Quality control testing was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. There is no evidence the reported meter was not functioning appropriately. The passing control solution test indicated the meter and test strips were working correctly. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (12/27/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 12/12/2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k001109.